Event description:
It was reported that the patient presented to the clinic. Upon review, noise oversensing leading to pacing inhibition was detected on the right ventricular lead. The lead also exhibited intermittent loss of capture caused by noise reversion. While waiting for replacement procedure, the lead was reprogrammed. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.